Event description:
Covidien received information of ventilator with a communications error. The malfunction did not occur during patient use.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the customer reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the customer reported issue. The ventilator passed calibrations, extended self-testing (est), short self-testing (sst) and performed verification testing (pvt).